Event description:
This was a left-sided cardiac lead extraction performed in the cath lab to remove a total of 2 leads (mdt 6949 fidelis - rv & mdt ra lead; both 66 mths old) due to a fractured mdt 6949 and suspected fractured ra lead. The patient was prepped with an arterial line, fluoroscopy and echocardiogram in use, blood available in room, and cvs available. The lead fracture(s) were suspected due to the patient being a triathlete and consistent physical exercise routine. The md prepped the mdt 6949 with lld (unknown model#) and began lasing with a 16f sls ii with the addition of the teflon outer sheath, successfully removing the lead. It was noted via fluoroscopy while extracting the mdt 6949 that there was an obvious kink in the ra lead. The md was able to insert a lld (unknown model#) approximately halfway down the length of the ra lead, tying sutures around the proximal portion of the lead to secure it for extraction. The 16f sls ii with the teflon outer sheath was inserted over the lead lasing to the innominate/svc junction with the md pulling counter traction in hopes of straightening out the kink in the lead. After several attempts to straighten the ra lead failed, the patient's blood pressure declined. The md performed an echocardiogram, confirmed an effusion and called for the cvs. The md performed a pericardiocentesis within 3 minutes of the blood pressure drop. The cvs arrived and performed a sternotomy within 20-30 minutes noting a significant tear from the innominate/svc junction to the svc/atrial junction. Unfortunately the resuscitative efforts were unsuccessful and the patient expired on the table.

Manufacturer narrative:
Other text: device discarded after use.